Event description:
It was reported that the patient had dizziness post the ventricular lead polarity switch and inhibition due to noise noted on the electrogram (egm.) It was also reported that the v lead had a lead warning and an increase in impedance. The lead was reprogrammed back to bipolar and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.